Manufacturer narrative:
Sousa, d.c., I. Leal and l.a. Pinto, "xen gel stent obstruction: test for patency." Ophthalmology glaucoma, vol. 1, issue 1, july¿august 2018, page 81. Additional information will not be available as there is no contact information in the article. The reported events of absence of bleb, high intraocular pressure, fibrosis and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of flat bleb appearance, off-target intraocular pressure motivated a needling revision and an obstruction site not in the conjunctiva, but at the ac tip of the gel stent were noted in the article: "xen gel stent obstruction: test for patency."